Event description:
Customer reported tubing was leaking with a chemo infusion. Leak was noted at the upper silicone segment. No further pt/event information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.